Event description:
After iabp for 35 minutes, the "gas loss" alarm sounded from the pump and the iab leaked. Blood was noted in the iab. The iab was removed and a second was inserted. Event complications: none from the event -reported 12/5/96. Pt's current status: on vent -reported 12/5/96.